Event description:
Patient came in for injection of port to determine patency. Port was found to be broken with a retained catheter in the right atrium. Retained catheter was retrieved and port removed. Port was placed (B)(6) 2009 at the (B)(6).